Manufacturer narrative:
After further review it was determined that the record is a duplicate of tw#(B)(4). Hence the record is invalid and no follow up report is necessary.please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) compressor failed. There was no patient involvement reported.